Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: what issue occurred with the device? Surgery went long due to probe broken down in abdomen did the patient suffer any adverse consequences? :-surgery went long due to probe broken down in abdomen. Did the electrode ceramic separate or break off?:- break off. Did the I blade get damaged or break off?:- break off. Is the jaw damaged but not broken off?: complete jaw broken during case. Is the top jaw broken off the of the device? Yes. The following information was requested, but unavailable: additional information received mentions "did the patient suffer any adverse consequences? :-surgery went long due to probe broken down in abdomen." Did the delay cause any adverse consequence on the patient? Did the delay cause the procedure to change? Did the jaw brake down inside the abdomen? If so, what effort were made to retrieve the broken pieces? Were they retrieved? Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a hysterectomy the device broke down. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). Date sent: 11/9/2021. D4 batch #: u93l0y. Investigation summary : the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2s35 device was returned with the upper jaw detached and returned. In addition, it was received with the top of the I-blade fractured and slightly lifted. No damaged to the electrode and ceramic was observed during the analysis. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw and iblade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.